Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor gel implants placed experienced unexplained systemic symptoms post procedure. Two months after the breast implants were placed the patient developed feelings of syncope, hot flashes, fevers with no other flu like symptoms, tachycardia, heart palpitations, increased blood pressure, ringing in the ears, chest pain, severe fatigue, abnormal periods, and vertigo. The patient explained that she has had difficulty working as a nurse as certain aspects of the job exacerbate her symptoms, particularly starting intravenous lines. The patient has also explained that exercise, or anything that increases her heartrate, causes her symptoms. The patient has seen two cardiologists who indicated the possibility of dysautonomia and that her autonomic nervous system was somehow harmed but could not provide a clear diagnosis. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-19680 for contralateral prosthesis report. This information was submitted directly to the FDA by the patient under mw5088664.